Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the headstrap clips were disconnecting from an opt842 optiflow nasal cannula interface. This was noticed during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt842 optiflow nasal cannula interface was returned to fph in (B)(4) for visual inspection. Results: visual inspection revealed that the right side of the interface where the buckle is inserted had a small tear, causing the reported fault. A lot check revealed no other complaints of this nature for lot number 120119. Conclusion: the opt842 optiflow nasal cannula interface is used to deliver humidified oxygen to patients. The opt842 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt842 interface is shipped to the customer fully assembled. We were unable to determine what had caused the tear on the interface. All optiflow nasal cannula products are visually inspected for cracks, tears, inclusions, discolouration, and deformation before leaving the production line; and those that fail are rejected. The timing of use suggests that the subject opt842 was damaged post production. (B)(4).